Event description:
Customer received result of 80 mg/dl on the active system, and a result of 140mg/dl on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the unknown accu-chek system.